Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 10mg/ml at 2.5mg/day via an implantable pump. The indication for use was non-malignant pain. The patient has complained of pain to the pump pocket for approximately 1 year and the pump has shifted. The reporter denied any injury or trauma. The physician the patient was seeing was not in practice anymore and the patient needed a new physician. On (B)(6) 2016 additional information from the healthcare provider reported stated that the patient did not have another provider yet, and they were looking. No troubleshooting, diagnostics, actions, or interventions had been done yet as they needed an appointment, and the event was not yet resolved. The cause of the pump shift and pain was unknown, but the healthcare provider said the patient had lost some weight without trying.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient had lost a lot of weight over the past year and the pump had recently dropped down to her hip bone. The caller stated that she moved the pump off of her hip bone this morning and she started to experience a burning sensation. It was noted that the pump had recently been filled. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 03-oct-2019 from the patient who reported that she had notified her managing physician about the pump movement/burning sensation several times. She had also gone to the emergency room twice and another doctor twice. The doctor injected dye into the catheter to see if there were any leaks. She was going to be seeing a new doctor on (B)(6) 2019. She reported that she weighed (B)(6) last (B)(6) and as of (B)(6) 2019 she weighed (B)(6). The cause for the burning sensation had not been determined. No actions/interventions had been taken to resolve the pump movement. The issue was not resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.